Manufacturer narrative:
The pump is not available for evaluation. The device has been repaired at the facility by a baxter representative. Should the pump be received for evaluation, a follow up report will be filed upon completion of the evaluation or if additional information becomes available. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is being investigated.

Event description:
The device was serviced at the facility by a baxter representative. During service, the device showed to have a depleted main battery. The hospital representative stated they have no record of any patient incident involving this pump since the last baxter service event.